Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed as the suture was returned intact. The reported foot retraction problem and difficulty removing the device could not be replicated in a testing environment as they resulted from procedure circumstance. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the force applied to remove the device was circumstantial due to the reported difficulties. The IFU also states: the perclose proglide smc system is indicated for the percutaneous delivery of the suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if use of the proglide device in the subclavian artery would have contributed to the reported difficulties as it was used outside of indication. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Hematoma and vascular injury (tissue damage) are listed in the proglide IFU, as potential adverse events associated with use of the suture mediated closure devices. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. The reported patient effects of hematoma and tissue damage are known as an inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left subclavian artery was attempted using a proglide device via a 6f sheath after a lysis check & thrombectomy interventional procedure. Reportedly, a suture break occurred. Resistance was noted when attempting to remove the proglide device as the footplate would not close. Extreme force was applied to rip out the proglide device. As a result, a large part of the artery was torn and a hematoma developed. Two covered stents were used to repair the torn artery and manual arterial compression was applied to achieve hemostasis. The patient was discharged to the intensive care unit without any extended hospitalization. No additional information was provided.